Event description:
Abbott heartmate iii left ventricular assist device (lvad) was implanted on 2019. The outflow graft (ref # 105581us, lot # 7018771) formed an outflow graft obstruction and requires frequent monitoring of the condition of the patient. Outflow graft obstruction can be confirmed in the computed tomography angiography (cta) results performed, see below. The outflow graft shows a significant amount of thrombosis proximally. The shape of the thrombus both cysts is somewhat amorphic however overall luminal narrowing is approximately 65-70% at its maximum. Thrombus is seen in the proximal 8 cm of the graft.